Event description:
It was reported that this pacemaker exhibited atrial undersensing, resulting in an atrial pacing when not required. Technical services (ts) reviewed the event and provided reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.